Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a crack in the front and rear casing. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced front cover, rear case, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal and lt/rt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of 07june2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure (q6 200188120) for strip screw which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the front case a review of the complaint history record in trackwise and sap was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # ca-2018-0161 for iui CAPA # 1604765 for rear case.

Event description:
It was reported that the device had a crack in the front and rear casing. There was no patient involvement.